Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to exhibiting higt pacing impedance accompanied by noise. The lead was successfully replaced. No additional adverse patienl effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).